Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the event and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an 840 ventilator with o2 sensor out of specification. It is unknown if the event was during patient use. Additional information has been requested.